Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, undersensing and inaccurate measurements of the p- and r-waves were noted on the device. Technical support was contacted and it was determined that the undersensing was due to the high maximum sensitivity of the r-wave amplitude. No intervention has been conducted at this time. The patient was stable with no consequences.